Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was not happy because the pump stopped working five months prior to reaching end of service (eos). The patient had the pump replaced. The patient experienced withdraw. The event occurred in (B)(6) 2016 and the situation was resolved.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver fentanyl (1200 mcg/ml at 325.2 mcg/day). Analysis of the pump found gear train anomalies of a stall due to shaft bearing and corrosion, wear or lubrication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.